Manufacturer narrative:
This complaint was confirmed. The field service representative (fsr) found air tube in tank was dislodged from tubing bracket and was obstructed by end touching bracket foot. He re-inserted the tubing into bracket properly and checked operation. The compressor remained on and was making ice properly. The quality engineer recalibrated a/d board, as it was out of specification. He then checked the flows at main heat exchanger and was found to be within manufacturer specifications. Unit was released for clinical use. No additional action will be taken at this time.

Event description:
The quality engineer reported during preventative maintenance (pm) of the device, the unit was not making ice. Since this event was during pm, there was no pt involvement.